Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bowel issues, fecal incontinence and urinary/bowel dysfunction. It was reported that they were not having any improvement on their bowel symptoms, actually, they seem to be worse. Patient stated increasing the stimulation yesterday and since then, they have been feeling the muscles on their left leg twitching all the time, but more so when they move their toes. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The patient stated that they were still having the same symptoms and were not working and they were having it removed on thursday.